Event description:
A customer reported that when customer uses excel off brand reagent customer's elite system read the wrong time, date and turns off without giving a result. No result to a diabetic could represent a serious medical condition. While on the phone a review of the system was attempted. The customer did not have the requisite supplies and these will be provided. Follow-up with the customer will be made. In the meantime, a replacement unit has been provided.